Event description:
This rv lead was implanted on (B)(6) 2013 and reamins implanted at this time. A call was placed to technical services on 9/17/2017 stating that this lead had oversensing with noise leading to pacing inhibition of two to three seconds. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).